Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an ¿incompatibility¿ issue with the freestyle librelink app and as a result, was not able to obtain sensor scans. The customer experienced a loss of consciousness but was able to regain consciousness on their own and no medical intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the samsung galaxy a13 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an ¿incompatibility¿ issue with the freestyle librelink app and as a result, was not able to obtain sensor scans. The customer experienced a loss of consciousness but was able to regain consciousness on their own and no medical intervention was required. There was no report of death or permanent injury associated with this event.